Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device exhibited a pocket infection and was admitted for antibiotic treatment and a pocket revision: the associated leads were non boston scientific. The patient was released; however, returned approximately one month later due to terminal heart failure. The patient passed away in the absence of any arrhythmic events. The cause of death was reported by the clinical investigator as being due to a pulseless electrical activity (pea). No return of product is expected. No allegations that the device was a cause or a contributor in the patient's death.